Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and paired it with the manufacturer's app rather than initiating it through the ilet app, resulting in the sensor being connected to another device and not integrating with the ilet system. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included user education that the sensor must be started from the ilet app and that a sensor can only be connected to one device; the user chose to replace the sensor and requested transfer to the sensor manufacturer for replacement. User support included troubleshooting and education regarding correct setup and device pairing requirements. Investigation of this case revealed that the device functioned as designed, and the issue was due to use error in sensor start-up and pairing sequence that led to incompatibility with the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and use.